Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade IV, device migration/implant malposition.

Event description:
Healthcare professional reported via nbir left side migration, malposition, and capsular contracture, baker grade IV. Device has been explanted.